Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected , section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bloody stool and laboratory values indicated hemoglobin levels decreasing from 12 to 9.6. The patient was admitted, and an esophagogastroduodenoscopy (egd) was performed which showed arteriovenous malformation (avm). The patient's international normalized ratio (inr) was subtherapeutic at 3.4 on admission. The patient was started on twice daily pantoprazole and started octreotide, as well as holding warfarin. No transfusions were administered and the patient resumed warfarin on (B)(6) 2023. The symptoms resolved and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.